Event description:
The customer declined requests to provide the patient's age.

Manufacturer narrative:
Investigation: the terumo bct implementation consultant reviewed the customer's work practices and reviewed the trima prompts with the supervisor. They determined that the cause was operator error and not related to the trima machine or the disposable kit used. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Event description:
The customer reported that the operator set up and primed a disposable kit, but did not follow the prompts to close the correct clamps. The error caused the sample bag to fill with air. The operator neglected to check the clamps prior to phlebotomy. Post-phlebotomy the operator noticed the blood flow was reversed she immediately clamped the blood line and discontinued the procedure. The complete patient identifier is (B)(6). The patient age is not available at this time. The disposable set is not available for return because the customer discarded it. This report is being filed due to device malfunction in the form of operator error that has the potential for injury.

Manufacturer narrative:
This report is being filed to provide additional patient information.

Event description:
Patient gender: male patient weight: (B)(6).

Manufacturer narrative:
A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: this disposable set was unavailable for specific root cause analysis. Based on the investigation by the implementation consultant and customer, the cause was an operator error in which the appropriate clamps were not closed per the prompts on the trima screens.